Manufacturer narrative:
B3: the event occurred on an unreported date "at the beginning of the month". The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause was not reported. The patient was hospitalized 'for almost a week" and treated with tobramycin (1ml a day, intraperitoneal) for the event. It was reported that "the infection is already controlled". Action taken with pd therapy was not reported. No additional information is available.